Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient developed aggravation of parkinson's disease. The patient was admitted to the hospital, treated with medication and had the device reprogrammed. The event was resolved and the patient was discharged.